Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00023 on 20-jan-2025. Additional information (17-jan-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) found that the waste discharge pump did not efficiently discharge the waste from the reaction tray wash up down unit (wud) assembly. As a result, waste liquid was mixed with the incubation bath oil. Then, the cse performed maintenance for wash 2 and lamp energy, and ran a cell blank, which recovered acceptably. Siemens evaluated the event and determined that the malfunctioned peristaltic pump tube potentially contributed to this event. Investigation conclusions under section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an advia chemistry xpt analyzer outputted out of range quality control (qc) and above assay range flagged concentrated calcium_2 (ca_2c) and concentrated carbon dioxide (co2_c) results on multiple patient samples. The customer observed wash pump error and ran multiple washes on the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, checked reaction tray wash up down unit (wud), dilution reaction tray wash up down unit (dwud), reaction tray (rrv) and dilution tray turntable (dtt) for any leaks and overflows and none found, cuvettes were within specifications, checked lamp energy, checked all pumps and no leaks were found, checked all probes and mixers, and checked vacuum pressure which was within specifications. Then, the cse found oil bath was contaminated, performed decontamination and cuvette blank followed by wash, replaced drain pump (cdp) tube, ran fresh calibration, qc, full multi panel and precision, which passed. The customer ran full qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the above assay range flagged, concentrated calcium_2 (ca_2c) and concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry xpt analyzer. The initial results were not reported to the physician(s). The samples were reprocessed on an alternate advia chemistry xpt analyzer. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.